Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had exhibited a fluid discharge and infection. A revision was performed and the crt-d, along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This device was explanted.